Manufacturer narrative:
According to the information received, two peca2.0 screws were implanted and subsequently explanted from the patient after a certain period of time as mentionned in the report, then replaced due to patient noncompliance. The reporter could not provide any further information despite multiple follow-up attempts.

Event description:
We have received the information that a revision surgery took place on the (B)(6) 2026 to remove the peca screws (2 screws) due to patient noncompliance. Date of the first surgery is (B)(6) 2025, was completed successfully according to the reported; also the revision surgery was complited successfully and no defect was observed on the explanted devices. The revision consisted of replacing the screws with a lisfranc plate system. No further informations have been communicated. Two screws are mentioned in this report. Since section d allows only one reference to be entered, the full details of the products associated with this event are provided below : (B)(4): product refrence. Bunion implant ø4 lg54 : product name. (B)(4) : UDI-di. M24865 : batch number. Expiry date : 04/01/2030. (B)(4): product refrence. Bunion implant ø4 lg42: product name. 03700879516295:UDI-di. M24857 : batch number. Expiry date: 04/01/2030.